Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. At 4:00 am on (B)(6) 2020, the patient¿s cgm app displayed high and because he did not know at the time his cgm was 8 ¿ 9 mmol/l different than his bg, he administered a bolus of insulin. He became hypoglycemic, fell and hit his head. Emergency medical services (ems) was called and he was transported to the emergency department. He was treated for hypoglycemia and a CT (computed tomography) scan of the head was performed. He reported his cgm displayed 4.3 mmol/l but his bg was 1.1 mmol/l; however, it is unknown if the values were prior to or after treatment. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.